Event description:
(B)(4). Initial report: this case was reported by a customer and involves a female. She had been treated with poly-l-lactic acid (sculptra, performed by dermatologist) approx 4 years ago; for approx 2 years the female recognized subcutaneous, tactile and partly visible nodules/hardening at injection site. The female contacted another dermatologist who described the adverse reactions as keloid formation, i.e. Formation of scars, maybe an allergic reaction. Additional info received on (B)(6) 2008. Assessment after ptc investigation: batch record review without hint to root cause: no faults, damages, defects detectable; conclusion: no faults detectable.